Manufacturer narrative:
(B)(4). Device evaluation: product evaluation was not performed due to the initial report that the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a customer exchanged a model pcb00 intraocular lens (iol) for another pcb00 due to patient¿s vision. The explanted lens was discarded after explant since it was removed and cut into pieces. At a later date it was learned that the initially implanted lens was not a pcb00, but rather the replacement lens is a model pcb00 18.0 diopter iol, and the initially implanted lens that was subsequently explanted was a model zct225 18.5 diopter iol. At explant there was no incision enlargement, no vitrectomy, and no sutures required. No patient post-op injury. Patient is happy with the new lens. No other information was provided.